Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and not detected on bus. A field service engineer worked with customer to review the logs and identified that the network connection for the drawers had changed to public, which caused the issue, updated the network setting to private, after which the customer completed recovery and testing successfully, all drawers were present and functioning properly, and the customer confirmed normal operation, with a recommendation to update the security policy to treat any unidentified network as private to prevent windows from automatically changing the network type in the future. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was not detected on the bus. All drawers required maintenance and could not be recovered. The system continued to display a "device not detected on bus" condition. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.